Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified limb. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded, with fluid in the balloon and shaft. Analysis of the tip, balloon, markerbands, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located 66mm proximal of the distal markerband. Inspection of the rest of the device found no other damage or defect. The reported ruptured balloon was confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified limb. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.